Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber was leaking at the bottom of the chamber during use. No patient consequence was reported.

Event description:
A hospital in the (B)(6) reported that an mr290 vented autofeed humidification chamber was leaking at the bottom of the chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow-up report upon completion of our investigation.